Event description:
A product/device was returned with no information reported however per the device manufacturer implant registration system the patient's status was listed as deceased. The date of death was 2011-(B)(6). The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l80005, implanted: 2000-(B)(6), product type catheter, product ID 8709, lot# l80005, implanted: 2000-(B)(6), product type catheter. (B)(4).